Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self-test performed on two dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing was performed using nat test on 09nov2022 and rtpcr test on (B)(6) 2022 (unknown platform), with both generating negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 207384 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 207384, test base part number 195-430h / lot 202898. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 207384 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : device discarded, single use device.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The consumer reported two false positive results with the binaxnow covid-19 antigen self-test performed on two dates. This MFR. Report addresses test two (2) of two (2). The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2022. Confirmation testing was performed using nat test on (B)(6) 2022 and rtpcr test on (B)(6) 2022 (unknown platform), with both generating negative results. No additional patient information, including treatment and outcome, was provided.